Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, the energy supplied by the forceps device appeared insufficient. Reportedly, the cauterization took longer than normal. The generator was set to 20 for cut and 1 for blend. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device using the same generator and active cord. Additionally, the nurse indicated that there were no issues with the generator or active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Concomitant medical product: valleylab generator and active cord. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).